Event description:
Edwards received notification that a patient with a 27mm perimount valve implanted in the mitral position was placed under consideration for a valve-in-valve procedure after an implant duration of approx. Nine (9) years and seven (7) months due to degeneration leading to stenosis. The patient presented with dyspnea. However, it was finally decided not to perform the valve in valve as the patient was diagnosed with breast carcinoma with less than two years survival.

Manufacturer narrative:
Additional manufacturer narrative: the subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The serial number was not provided. Therefore, the device history record (DHR) could not be reviewed. The implant date is known only as 2012. Therefore, 31dec2012 is being used to calculate the minimum implant duration. Despite due diligent attempts to receive further information regarding this event, no additional information was received from the customer. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed.